Manufacturer narrative:
The investigation for the reported renal failure and hemolysis has been completed. The product that was returned was cut at the catheter. A small piece of the sterile sleeve was also returned. No biomaterial was observed around the impeller. There was a fiber on the impeller. There were no other damages noted. Therefore, the root cause of the renal failure and hemolysis could not be determined. G1-corrected MFR site name and addressh6 component code 4755 changed to 925

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the additional reported thrombocytopenia issue has been completed. A device was received for evaluation. The product that was returned was cut at the catheter. A small piece of the sterile sleeve was also returned. The cause of the thrombocytopenia was not determined due to insufficient clinical details.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a rp placed for support of a patient with rv dysfunction. The rp lost placement signal during the support, but the support remains ongoing. Additionally there was an observation noted for a hematoma that was not treated by any measures. The hematoma was at the neck and the access was jugular. Renal issues, failing diuretic therapy so starting crrt (continuous renal replacement therapy) now.

Manufacturer narrative:
The impella device was received from the customer on 24-jan-2024. Upon completion of the investigation, a supplemental MDR will be filed. Data logs confirm dp sensor drift. Ps drifts and goes out of spec 3 times with a loss of flow metrics before losing flow metrics for the remainder of the case. The root cause of the placement signal issues was determined to be dp sensor drift. The root cause of the access site bleeding - minor was most likely patient condition related as the patient was bleeding from a non-impella site as well. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The product was returned cut at the catheter. No biomaterial was found around the impeller. Data logs confirm dp sensor drift with placement signal not reliable (psnr) alarms. The placement signal drifts and goes out of specification three times with a loss of flow metrics before losing flow metrics for the remainder of the case. The root cause of the placement signal issues was determined to be dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include hemolysis and thrombocytopenia issue descriptions. H6 updated to include placement signal and thrombocytopenia coding. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
Additional information was received reporting the impella rp lost placement signal during the support, but the support remained ongoing. It was also reported that there could be "possible" relationship of thrombocytopenia to the pump.